Manufacturer narrative:
Additional information: g3, h2, h6, h10. The reported event of deformation during deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 40 mm amplatzer septal occluder was selected for implant. While deploying the device a cobra deformation presented itself on multiple attempts. The device was recaptured and replaced to resolve the event. There was no clinically significant delay in the procedure. The patient is stable.